Event description:
Healthcare professional reported, right eye xen® gts implantation with phacoemulsification + iol. Intraocular pressure rose from 14 mmhg, post-op. Day (B)(6), to 53 mmhg, post-op. Day (B)(6), with clear signs of scarring. Five needling procedures performed (B)(6) week apart, due to pressure ranging 30-50 mmhg, resulting in temporary restoration of flow. Later open revision surgery performed noted, scarring around xen with no flow, despite rinsing with 10/0 ethilone. Inner lumen free observed via goniolens. Xen removed. And second device successfully implanted in old hole. Events resolved.

Manufacturer narrative:
Clarification to h.4.: may 2020. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right eye xen® gts implantation with phacoemulsification + iol. Intraocular pressure rose from 14 mmhg, post-op. Day 1, to 53 mmhg, post-op. Day 7, with clear signs of scarring. Five needling procedures performed one week apart due to pressure ranging 30-50 mmhg, resulting in temporary restoration of flow. Later open revision surgery performed noted scarring around xen with no flow, despite rinsing with 10/0 ethilone, inner lumen free observed via goniolens. Xen removed and second device successfully implanted in old hole. Events resolved.